Event description:
It was reported that the xenon light source began to intermittently populate scope connection error and static in the image. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, including confirmation that multiple scopes experienced the same issue when connected to the tower and verification that the ports had been cleaned, although the cleaning method and specific ports cleaned were unknown. The customer informed tac that during the procedure, the device intermittently displayed a scope connection error and static in the image. The device will not be returned to olympus for evaluation.